Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was unable to obtain readings during patient monitoring. The customer unplugged the cables and plugged them back in but the issue remained. To monitor the patient, the customer switched to another device. Subsequently, the device was tested and the unit displayed an ECG equipment malfunction. After reviewing the logs it was determined that an ECG bias error occurred. No adverse patient impact was reported by the customer.